Event description:
Additional information received reported the patient received assistance from their healthcare professional or manufacturer's representative and their concerns were resolved.

Event description:
The pump was moved from the upper right side under the patient¿s ribs to the lower right side under their belly button. The pump contained dilaudid, baclofen, bupivacaine, and clonidine. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).